Manufacturer narrative:
Corrected information has been provided in g1(manufacturer contact fax number). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Investigation summary: ppae (thrombocytopenia): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 80-year-old patient received impella cp support for stemi-related cardiogenic shock requiring complex vasopressor therapy, mechanical ventilation, and urgent revascularization. The impella cp was inserted prior to revascularization. The complaint describes a platelet decrease to 65 ×10 /l with evaluation for heparin-induced thrombocytopenia (hit), without any associated bleeding. In patients with severe cardiogenic shock, multiple mechanisms can contribute to thrombocytopenia, including shock-related platelet consumption, disseminated intravascular activation, systemic inflammation, and device-related coagulation activation. Hit is unlikely to be directly caused by impella itself but may be associated with the anticoagulation required during support. The patient did not appear to suffer adverse effects from thrombocytopenia, and impella cp likely played a key role in survival during this severe episode of cardiogenic shock at advanced age.